Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the fall affecting the device was not confirmed, but was mentioned casually at the appointment and the device was working before it was turned off. Additionally, the rep reported that the battery depletion appeared normal, but the cause of the battery turning off was not determined. The ins was turned back on, but the patient was not sure if they had it turned off or if it was turned off another way. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient's implant was turned off and the battery was determined to be very low. The manufacturer representative (rep) noted that the patient was implanted in 2010 and that the battery may be turning itself off due to low battery life, but also noted that the patient had a fall at some point in the past. The rep ran impedance test and the battery was determined to be low with caution sign and the patient was scheduled for battery replacement after discussion with healthcare provider (hcp). The patient's replacement was scheduled for (B)(6) 2018. No patient symptoms were reported. There were no further complication reported or anticipated.